Manufacturer narrative:
Complaint conclusion: as reported, a non-cordis guidewire was passed the lesion, and a non-cordis stent was deployed in the bile duct which had mild tortuosity. Due to severe obstruction, the non-cordis stent did not fully expand, and a 10mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used for post-dilation. After inflating the balloon and attempting to withdraw the powerflex pro pta balloon catheter, the device could not be pulled back. The physician cut the balloon and then used a non-cordis balloon catheter to push the separated powerflex pro segment to the distal intestine to be passed when the patient has a bowel movement. After the procedure, the patient was transported safely back to the ward. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The device was returned for evaluation. A non-sterile ¿powerflexpro 6mm22cm 135¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the balloon was separated from the shaft. This damage was intentionally caused by the customer, as noted in the event description. No other significant details were observed. Functional analysis was not performed because the unit was received with the balloon already separated from the shaft, as reported by the customer and was not returned for analysis. The reported ¿balloon withdrawal difficulty- snagged/ caught on stent¿ cannot be verified during analysis of the returned device due to the nature of the event as no procedural images were provided for review. The exact cause remains undetermined. However, the device was received in a poor condition with the balloon missing from the shaft suggesting difficulties were encountered upon device removal and snagging on the stent cannot be ruled out. Based on the available data for review it appears procedural factors and device handling during withdrawal likely contributed to the events reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. If resistance is met during manipulation, determine the cause of the resistance before proceeding. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the information available, nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis guidewire was passed the lesion, and a non-cordis stent was deployed in the bile duct which had mild tortuosity. Due to severe obstruction, the non-cordis stent did not fully expand, and a 10 mm x 4 cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was used for post-dilation. After inflating the balloon and attempting to withdraw the powerflex pro pta balloon catheter, the device could not be pulled back. The physician cut the balloon and then used a non-cordis balloon catheter to push the separated powerflex pro segment to the distal intestine to be passed when the patient has a bowel movement. After the procedure, the patient was transported safely back to the ward. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. The device will be returned for evaluation.